Manufacturer narrative:
The pump passed the displacement, rewind, self test, off no power and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify the compromised force sensor system alarm due to the motor error alarms. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarms. The motor was tested outside of the device and it passed. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No black dot/circle or icon anomalies noted. The pump was received without a belt clip. Unable to confirm damage. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer mentioned that the pump was exposed to high magnetic field. The insulin pump will be returned for analysis.